Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4. Catalog should be ¿unk_smart touch bidirectional sf ¿. Note: field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Note: field e1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal pulmonary vein isolation ablation procedure with a smart touch bidirectional sf and the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention and patient died. During the ablation with the smart touch bidirectional sf, a steam pop occurred along with a pericardial effusion; the fluid was drained but continued to accumulate. Cardiac surgery was consulted and attempted to save the patient, but unfortunately, they were unsuccessful due to the size of the defect. The patient had a pre-existing poor pump function. They had ablated at 50 (fifty) watts, during a 10 (ten) seconds ablation, and with an ablation index at 400 (four hundred). An anterior line was created and ablated with 50 w. The incident has been reported as fatal for the patient.

Manufacturer narrative:
On 27-mar-2025, additional information was received indicating the product code of the catheter used is d134805. As such, the following fields have been updated: field d1. Brand name has been updated from "smart touch bidirectional sf" to "thermocool smarttouch sf". Field d4. Catalog has been updated from "unk_smart touch bidirectional sf" to "d134805". Field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).